Manufacturer narrative:
On (B)(6) 2021 the lens was explanted. Later on this same date a replacement lens of longer length was implanted due to low vaulting. This resolved the problem. Claim# (B)(4).

Manufacturer narrative:
H6:type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Should have been included in previous supplementals. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 12.1mm tmicl12.1, -6.50/+1.00/099 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer length lens due to low vault. This resolved the problem. The cause of the event is reported as unknown. H6- health impact code- 4629 lens exchange. Claim# (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm icl implantable collamer lens, into the patients right eye (od). The lens was reported as having no vault and remained implanted. Additional information has been requested but none has been forthcoming.